Event description:
It was observed that during the device evaluation, the camera head exhibited cut on cable and noisy image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of this complaint is traced to a component failure which is expected or random component failure without any design or manufacturing issue (a faulty charged coupled device unit causing the noisy image). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.